Manufacturer narrative:
Additional information: h1, h2, h3, h4, h6. Investigation summary: the customer reported that during setup/prep, the feeding set presented a nutrition leak. There was no patient injury, medical intervention, or adverse reaction. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending was reviewed and a trend was not identified for the reported lot number or device failure. The reported device was not returned for evaluation; however, photographs were provided by the customer. An evaluation of the provided photographs confirmed the reported issue of leak. An investigation has been initiated to determine the root cause of this device failure. The root cause and conclusion of the confirmed device failure will be documented within the investigation. This product issue will continue to be monitored and trended.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that during setup, the feeding set presented a nutrition leak. There was no patient injury.